Event description:
It was reported that during a meniscal repair surgery, after deploying t1 implant, the t2 was deployed prematurely. Both t implants were removed with tweezers. Surgery resumed after a non-significant delay, with a back-up device. Patient current health status is good. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed the device wasn't returned in the original packaging. The t1/t2/suture were returned off the needle. The knot wasn't tightened down. The actuator is in the pre-t1/post-t2 position. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended actuation of the device.. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed the device wasn't returned in the original packaging. The t1/t2/suture were returned off the needle. The knot wasn't tightened down. The actuator is in the pre-t1/post-t2 position. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended actuation of the device.. No containment or corrective actions are recommended at this time.